Event description:
Affiliate reported that the drainage system was broken or damaged just after the sampling site. As a result they connected the tubes again using sterile adhesive bands and covered the connections with povidone solution dressings.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Complaint is being reported late as a result of a communication error in the affiliate office. Appropriate training has been conducted to ensure proper reporting in the future. Device is not available.

Manufacturer narrative:
Upon completion of the investigation it was noted that a breakage of the connector, which caused the leak was confirmed. The break in the 3 way connector could have been a direct result of over tightening. The current quality inspection process for these assemblies is established at 100%. These assemblies are tested for leaks and blockages. A review of the history device records confirmed the device conformed to the specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.